Event description:
Related manufacturer reference number:2017865-2021-35078. It was reported that the atrial lead and ventricle lead both exhibited noise. No intervention was performed. Patient was asymptomatic and stable.